Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and noise with high sic (sensing integrity counter) counts. Lead impedance warnings had been triggered. It was also reported that there was oversensing ventricular tachycardia (vt) non-sustained and a possible lead fracture was suspected. The tachy detections and alarms were programmed off for the lead as the patient has an appointment to see their implanting physician. Additionally, the patient had called to report that they hear an alarm about every four hours and stated that they had seen their physician and was now referred to see another physician. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.